Event description:
It was reported that the customer's insulin had an error alarm during the manual prime process. Advised the customer should revert to back up plan. The customer's blood glucose reading was 4.7mmol/l. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. However, the device passed the displacement test. The device was cracked at the display window, and reservoir tube lip, and had missing end cap sticker. Further testing could not be performed due to prime/fill anomaly.